Event description:
It was reported that the customer's bg value displayed as 'low'; however, specific value was not provided. Customer tried to consume juice to address their bg, but reportedly, the customer lost consciousness. Ems was called and assisted the customer. The customer could not recall how ems assisted but stated ¿they helped her raise her glucose levels¿. Recommendation was made to consult with a healthcare provider to discuss diabetes management.